Manufacturer narrative:
Initial reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the device not working at all was not confirmed. It was observed that the front pins were loose, the device failed the cutter lock and the device was power broken. It was determined that the device was powerbroken due to a failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the front pins were loose on the motor device. During pre-repair diagnostic it was observed that the device failed for cutter lock and safety assessment as the device was powerbroken. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.